Event description:
It was reported that this patient received eight inappropriate shocks due to over-sensed atrial fibrillation. The physician elected to explant and replace the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.